Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag, hemostasis sheath, carrier tube, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the forward lock position and partially inserted into the hemostasis sheath. The bypass tube was inserted into the sheath cap. A kink was noted in the body of the sheath at the blood inlet hole. The sample was returned for evaluation, and the carrier tube was returned partially inserted into a kinked sheath. The complaint can be confirmed for an assembly difficulty issue of the sheath and carrier tube. The exact root cause could not be determined. The likely cause was determined to have been damage sustained to the sheath during attempted deployment preventing proper mating of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that after the coronary interventional procedure, an 8fr angio-seal was selected for vascular closure. The operator assembled the sheath and dilator, then advanced the sheath into the puncture site over the device's integrated guidewire. Upon observing blood spurting from the bleeding port, the sheath was withdrawn to a position where bleeding ceased. It was then readvanced to the point where bleeding just resumed. After confirming the correct positioning, the dilator and guidewire were removed together. During the attempt to separate and insert the main closure device into the sheath, the main component failed to advance into the sheath. After multiple unsuccessful attempts, a new angio-seal device was used instead. There was no blood loss. Additional information was received on 17aug2025: the procedure sheath size used was a 7fr. The patient was stable. Resistance was felt inserting the locator into the hub. The locator was not successfully inserted and locked in the hub. The user was unable to mate the locator with the hub after two or three attempts.

Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.